Event description:
It was reported that during an inspection of functionality of the bed at the facility. During this process, the bed backrest was raised completely up to 87 degrees and when the manual CPR lever was applied, the backrest stayed in its raised position and would not lower. There was no pt/resident involvement.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.